Event description:
Patient was revised to address poly wear and osteolysis (left side).

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. It is not unreasonable to expect some degree of poly-wear after approximately 8.5 years of implantation. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.